Event description:
Customer reported a nurse hung levaquin as a secondary med at 1600. Bag was empty in 10 minutes and had back flowed into the primary bag. Set up was correct. Nurse changed the pump. There was no patient harm and no medical intervention was required. Customer stated that no further patent/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.